Event description:
It was reported that the md inserted the sheath and then the iab while in the cath lab. The patient was moved to the critical care unit. The md connected the iab to the pump, & pump alarmed "helium gas leakage, high pressure, etc." The pump was exchanged off the patient for a datascope pump, & alarms occurred again. As a result, iab was removed from patient. The md did not insert another iab. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.